Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 28-mar-2024 and forwarded to millyard advanced medical products, llc on 29-mar-2024. The patient reported they were not symptomatic, but they were going to the ER to wait for courier delivery of new pumps in case supportive care was needed. A clinician reported the patient's pump was alarming to disconnect from catheter and they were not able to pair their back-up pump with its remote. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 23-apr-2024 (report number 3016798778-2024-00022). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. The logs from remotes utrm0013531 and utrm0013532 show that pump utpm0017295 was successfully paired to utrm0013531 twice and utrm0013532 once, which contradicts the complaint information stating that pump utpm0017295 was never able to pair. During the timeframe of the complaint, pairing lost and no communication attention alarms were generated on both remotes. The logs from pumps utpm0017294 and utpm0017295 show that they were not powered on within the timeframe of the attention alarms, meaning that the attention alarms were generated as expected. The rf power of the pumps and remotes was tested using an anechoic chamber fixture, and all devices were found to be within specification. Test deliveries were run on both systems. Pump utpm00017294 performed as expected. Pump utpm0017295 generated a cassette depleted alarm within 10 minutes of starting delivery. The pump was disassembled for further investigation and fluid ingress was observed to be the cause of the alarm. No cassettes were returned, meaning the cause of the fluid ingress into the pump cannot be determined. No further investigation is possible. Both systems functioned within specification as they entered a failsafe state after alarming.